Manufacturer narrative:
The bipolar cable has internal damage causing it to short out. We verified internal short by checking resistance between bipolar cable connector pins. There was a hole noted in the esg connector portion of cable. This was a result of the unit being activated after error message was displayed indicating that unit did not recognize cable due to it being damaged. We have sent cable to the MFR for further eval. The autocon unit that the cable was plugged into passed performance test with a different test cable.

Event description:
Allegedly, during a turp procedure, the bipolar cable arced and doctor discontinued use of the instrument set and esg autocon 400. Doctor converted procedure to a monopolar resection and completed; there was no impact on pt.